Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Under-insertion of the lead's terminal pin into the device header is suspected to be the cause of the reported clinical observations but this could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for future, similar events.

Event description:
It was reported that, during the implant procedure, connection difficulty was encountered with the atrial port of this device. The set screws were loosened and saline was used to flush the port but insertion difficulty persisted. This device was exchanged and the unknown ra lead was successfully inserted. No adverse patient effects were reported.